Event description:
On 08/28/2006, nellcor received a report where it was claimed that the cuff on the device would not stay inflated during use on a patient. The caller reported that after 4 days of use, the patient cuff would not stay inflated during use on a patient. Replacement of the tube was required.

Manufacturer narrative:
Investigation of this report is currently in progress. The customer informed nellcor that the sample and lot number associated to this report are not available for evaluation.